Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented in clinic, myopotential oversensing inhibition was observed on the device. Upon review of session records, high frequency noise was observed inhibiting pacing. Programming changes were made. Patient was stable and will continue to be monitored with routine follow up.